Event description:
It was reported that the patient was experiencing pain and sensitivity at the pocket site. The patient underwent an ipg revision procedure. The ipg remains implanted and cannot be returned for device analysis. The patient is doing well post-operatively.